Manufacturer narrative:
On 05/18/2010, through follow-up with the health-care provider via fax, it was learned that the device was explanted due to a failed ring repair. However, the surgeon has disassociated the device from the event. It has been determined that this event is no longer reportable to the FDA.

Event description:
The radiology equipment was inoperable during the case on three occasions with one break in the case of over twenty minutes. Please note this was a general anesthesia case. The siemens representative was in house and stayed during in the department for the entire procedure.the new siemens angio room has been malfunctioning frequently, and a patient's life could be endangered.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 04/26/2010 and 05/03/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.